Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
An internal insulation abrasion was found at 7.5cm to 9.3cm from the distal tip. The etfe coatings of the sensing and rv conductors were intact at this location.